Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced. Evaluation experienced an upstream occlusion alarm during testing, but was not completed due to an ec322. Evaluation found the low ultrasonic sensor fluid reading to be out of specification (low). With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.